Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A customer reported an error occurred during the procedure. After review of surgical data, it was noted that it was a suction issue during the procedure. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The reported error cannot be confirmed in the logfiles. The reported suction issue is caused by not good docking and most possible the movement of the patient´s eye which caused the system error and aborted the treatment. No technical failure can be identified by reviewing the logfile. The system history shows that the laser was verified successfully prior to the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Possible contributing factors for the suction issue are user handling and patient movement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).